Manufacturer narrative:
Corrected data: d. 6a. (B)(6) 2017. H6: medical device code: 2923 component code: 568 type of investigation: 4144 investigation findings: 3231

Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The trestle luxe c7 bone screw backed out.